Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 (day not reported) due to bleeding at the abutment site. The implanted device remains.